Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that a disc connection error occurred with the single port (sp) instrument arm drape. Initial troubleshooting addressed issues related to improper disc connection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the part of the drape that had a reported issue was the adaptor. The drape did not pass recognition. The issue was resolved by replacing the drape.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.